Manufacturer narrative:
This device used for treatment and not diagnosis. Device is an instrument and is not implanted/explanted. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: cutting edge of the front cutter broke while cutting wire in ot. Product occurrence not relevant to the health of patient. The event did not occur during the surgery. There are no more details describing the event. There is no additional clinical information. This is 1 of 1 report for complaint (B)(4).